Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed it was unable to boot up. A philips field service engineer (fse) examined the system on-site and found the host computer did not boot up when powered on. After restarting the host computer manually, the system booted up. To resolve the issue, the fse replaced the host computer. The host computer was returned to philips for further analysis and no failures were found. A root cause for the failure of the host computer could not be determined. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.